Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure in (B)(6) 2012, the doctor was using the occipital plate and the plate was reportedly broken before the doctor could fix it into the patient. The plate was replaced with a new plate.